Manufacturer narrative:
The report from clinical study (B)(4) for patient with ID# (B)(6) indicated that the procedure was coil embolization assisted with two enterprise vrds (B)(4) of (ba) basilar artery-trunk, and during the procedure, while deploying the enterprise (vrd) vessel reconstruction device (B)(4) in the target aneurysm, the vrd was a bit too long for the aneurysm, and it was incorrectly placed (proximally with all 4 distal markers of the vrd) within the aneurysm. To cover the neck, the decision was made to place another vrd (B)(4) distal to the first vrd, overlapping the first one. Afterwards, the patient developed cerebral infarction due to thrombosis in posterior inferior cerebellar artery, and also movement disorder originated from the cerebral infarction. No action was taken. Mrs of 3 at the time of the baseline was considered to be an after effect of a previous stroke. However, there is no further information available regarding the stroke. Angiograms performed prior to the procedure using the enterprise systems did not showed any type of occlusions within the pica or other vessels, and the event occurred after the procedure. During the event, both enterprise stents were patent, and there were no complications during the procedure that may have contributed to the event. The outcome of the cerebral infarction as of a month and half is recovered with squeal (movement disorder). According to the physician, the relationship of the cerebral infarction to the procedure was highly probable whereas to the vrds was unrelated. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00524 and 1058196-2011-00525. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The patient has a medical history of stroke (details unknown) and bronchial asthma. The unruptured saccular aneurysm neck was 15.3mm, and the neck to sac ratio was 15.3mm: 15.3mm. The parent vessel size diameter proximal was 3.9mm and distally was 3.9mm. Mrs before the procedure was 3, one week after the procedure was 4, and one month after the procedure was 4. The act was 85 seconds pre anticoagulation and 201 seconds post anticoagulation. No information regarding inr, pt, and ptt. Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2010, clopidogrel sulfate 75mg/day: (B)(6) 2010, cilostazol 200mg/day (B)(6) 2010, heparin 12000u (B)(6) 2010. Heparin 9000u was administered intra-procedurally. The occlusion rate of aneurysm was 70% after the procedure. Prior to implanting the vrd, a launcher guiding catheter (medtronic), envoy guide catheter (670-256-90/15123892), prowler select plus (606-s255x/15134129) were utilized. Other devices utilized during the procedure were, an excelsior 1018 mc x2 (stryker), masamune mc (fuji systems co), radifocus gt gw (terumo), gdc coil (bs), v-track coils x3 (terumo), ed coils x 8 (kaneka), orbit coils (638cf0926/15193815, 638cf0721/13471494, and 638cf0615/15194208), and helipaq coil (micrus). No further information is available and procedural images are not available. This is one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00524 and 1058196-2011-00525. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report from the (B)(6) study indicated that during a stent assisted coil embolization of a basilar artery (ba) trunk aneurysm while deploying the enterprise (vrd) vessel reconstruction device (B)(4) across the neck of the target aneurysm the vrd was a bit too long for the aneurysm, and it was incorrectly placed proximally with all 4 distal markers of the vrd ending up within the aneurysm. To cover the neck, the decision was made to place another vrd (B)(4) distal to the first vrd, overlapping the first one. Afterwards, the patient developed cerebral infarction due to thrombosis in posterior inferior cerebellar artery, and also movement disorder originated from the cerebral infarction. No action was taken. Angiograms performed prior to the procedure using the enterprise systems did not showed any type of occlusions within the pica or other vessels, and the event occurred after the procedure. During the event, both enterprise stents were patent, and there were no complications during the procedure that may have contributed to the event. The outcome of the cerebral infarction as of a month and half is recovered with squeal (movement disorder). According to the physician, the relationship of the cerebral infarction to the procedure was highly probable whereas to the vrds was unrelated. The patient was a male of (B)(6) with medical history of stroke (details unknown) and bronchial asthma. The modified rankin stroke score (mrs) of 3 at baseline was considered to be an aftereffect of a previous stroke. However, there is no further information available regarding the previous stroke. The unruptured saccular aneurysm neck was 15.3mm, and the neck to sac ratio was 15.3mm: 15.3mm. The parent vessel size diameter proximal was 3.9mm and distally was 3.9mm. The mrs score one week after the procedure was 4, one month after the procedure was 4. The antiplatelet therapy included aspirin 100mg/day for 10 days beginning two days prior to the index procedure, cilostazol 200mg/day 2 days pre-procedure for two weeks, and ongoing clopidogrel 75mg beginning two days pre-procedure. Heparin 12000 units was administered beginning the day of the procedure until one day post procedure. Heparin 9000 units was administered intra-procedurally. The act was 85 seconds pre anticoagulation and 201 seconds post anticoagulation. The occlusion rate of aneurysm was 70% after the procedure. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01418203. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the limited information available regarding the deployment and proximal movement of the stent it is possible that procedural factors and vessel characteristics contributed to the event. Failure to deliver the stent to the intended site and migration are known potential adverse events associated with the use of the enterprise vrd in the intracranial vasculature as outline in the instructions for use. It is also outlined that thrombosis and cerebral infarction is a known potential adverse event. Although no root cause conclusion can be made, factors that may have influenced the event include patient, procedural, pharmacological and lesion characteristics. With review of the device history records there is no indication of any device manufacturing issues related to the event; therefore, no corrective actions will be taken. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00524 and 1058196-2011-00525.

Event description:
The report from clinical study (B)(4) for patient with ID (B)(4) indicated that the procedure was coil embolization assisted with two enterprise vrds (enc453712/01418203, enc452212/ 01421602) of (ba) basilar artery-trunk, and during the procedure, while deploying the enterprise (vrd) vessel reconstruction device (enc453712/01418203) in the target aneurysm, the vrd migrated proximally with all 4 distal markers of the vrd now within the aneurysm. To cover the neck, the decision was made to place another vrd (enc452212/ 01421602) distal to the first vrd, overlapping the first one. Afterwards, the patient developed cerebral infarction due to thrombosis in posterior inferior cerebellar artery, and also movement disorder originated from the cerebral infarction. No action was taken. Mrs of 3 at the time of the baseline was considered to be an aftereffect of a previous stroke. However, there is no further information available regarding the stroke. Angiograms performed prior to the procedure using the enterprise systems did not showed any type of occlusions within the pica or other vessels, and the event occurred after the procedure. During the event, both enterprise stents were patent, and there were no complications during the procedure that may have contributed to the event. The outcome of the cerebral infarction as of a month and half is recovered with squeal (movement disorder). According to the physician, the relationship of the cerebral infarction to the procedure was highly probable whereas to the vrds was unrelated.

Manufacturer narrative:
(B)(4) packaging l/n # 01418203. Per (B)(4) report (B)(4): (B)(4) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01418203. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) medical and was determined to be acceptable. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00524 and 1058196-2011-00525. Additional information will be submitted within 30 days upon receipt.